Event description:
One of the surgery residents indicated that one of the subclavian spectrum cook catheters (unsure if it was a triple of quad device) that was placed must have perforated, leading to pneumothorax. Approximately 2 liters of IV fluid went into the patient's lungs. Event was thought to have occurred in 2008, exact date unknown. Patient outcome unknown at this time.

Manufacturer narrative:
Lot # unk as info not provided by reporter. Catalog # unk as info not provided by reporter. Expiration date unk as lot # info not provided by reporter. Unk as lot # not provided by reporter. As no product was returned for investigation and details of the event were limited, we are not able to confirm the report at this time. Our quality control department confirms the length of each catheter 100%, that the transition between the catheter and wire guide checker is smooth and that the catheter is free of debris, dents and cuts prior to further processing. An information for use booklet is provided with this product that describes proper catheter placement, usage and maintenance techniques as well as the appropriate warnings and precautions. It should also be mentioned that the physician thought the problem may have occurred in a quad lumen catheter, which cook does not manufacture. Nevertheless, the appropriate individuals were notified of this matter and we will continue to monitor for similar reports.